Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy. The patient underwent a pocket revision. At time of revision, thresholds were low. The lead was explanted and replaced.